Manufacturer narrative:
Per the clinic, the patient underwent a revision surgery under general anaesthetic. This report is submitted on december 05, 2023.

Manufacturer narrative:
This report is submitted on september 01, 2023.

Event description:
Per the clinic, the patient developed an infection at the implant site and subsequently was treated with oral antibiotic (specific date and duration not reported). The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient underwent a revision surgery to clean the infection (date not reported). The implanted device remains. This report is submitted on september 29, 2023.